Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 77-year-old male with a medical history of atrial fibrillation, aortic valve replacement, aortic insufficiency, and coronary artery disease collapsed at home, was resuscitated, and was transported to the emergency department. Cardiac evaluation revealed severe aortic insufficiency. The patient was not a candidate for surgical aortic valve replacement, and the clinical team elected to proceed with transcatheter aortic valve replacement followed by implantation of an impella cp due to hemodynamic instability. The patient underwent the transcatheter aortic valve replacement procedure. An impella cp device was implanted and activated; however, the device produced low flows and frequent suction events, and the placement signal was not available. Transesophageal echocardiography and fluoroscopy confirmed appropriate positioning. The physician elected to explant the device and implant a second impella cp device. The device was removed, and the patient remained hemodynamically stable under anesthesia. During preparation for implantation of the new device, an attempt to rewire the sheath was unsuccessful, and a significant kink was identified in the peel-away sheath. Notable tortuosity of the iliac anatomy was observed. Based on these findings, the physician decided not to implant a new device. The patient was transported to the surgical intensive care unit in hemodynamically stable condition.